Manufacturer narrative:
Supplemental report submitted due to additional information received. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that during the cta chest scan it was discovered that the patient had calcified pulmonary embolisms (pes) and renal/splenic infarcts. The patient was started on a heparin gtt. Discharged on lovenox injections (0.5mg/kg) and 81mg asa. Plan is to restart warfarin in 2 months if ac tolerated.

Manufacturer narrative:
A supplemental report is being submitted for investigation summary. Product event summary: the ventricular assist device (vad) hw29632 was not returned for evaluation. The reported low flow event was confirmed via log file analysis which revealed a sudden decrease in power consumption and estimated flows on (B)(6) 2020 to parameters below the normal operating range followed by an increase to normal operating range and 03 low flow alarms recorded since (B)(6) 2020. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Additional information received indicated that the patient presented with chest pain in addition decreased flows and low flow alarms. The patient had attempted oral hydration at home and further given intravenous (IV) therapy. An echocardiogram revealed a collapsed right ventricle and hypokinetic left ventricle. A computerized tomography (CT) did not reveal evidence of occlusion, however calcified pulmonary embolisms and renal/splenic infarcts were noted. The patient was started on heparin and discharged on lovenox injections and asprin with plans to restart warfarin within the following 2 months. Based on the available information, there is no evidence to indicate that a device malfunction or performance issue caused or contributed to the reported event. Per the instructions for use, right ventricular failure and embolisms are known potential complications associated with the implantation of an vad pump. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac trans plantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the hospital with ventricular assist device (vad) low flow alarms, overall decreased power consumption and chest pain . The patient attempted oral hydration at home and was given intravenous (IV) fluids at the hospital. Patient noted to have collapsed right ventricle and hypokinetic left ventricle on bedside spot echocardiogram. Low flow alarms decreased and a computerized tomography (CT) scan showed no evidence of occlusion. The vad remains in use. No further patient complications have been reported as a result of this event.